Manufacturer narrative:
Performed visual inspection on returned reader, no issues observed. Connected the reader to computer using the usb cable, the reader displayed ¿connected to pc¿ message on screen. Unplugged the usb cable from the reader, the reader continued to display ¿connected to pc¿ message on screen. Meter was de-cased and the dn3 chip was removed. ¿connected to pc¿ message on screen any more.

Event description:
Customer reported that on (B)(6) 2017 at 10:00 am., he was unable to test using his adc freestyle libre reader due to a "connected to pc" message appearing even when his device wasn't connected to a computer. Customer further reported he experienced trembling and "feeling very bad" and stated that because he was unable to self-treat, a family member injected him with glucagon. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2017 at 10:00 am., he was unable to test using his adc freestyle libre reader due to a "connected to pc" message appearing even when his device wasn't connected to a computer. Customer further reported he experienced trembling and "feeling very bad" and stated that because he was unable to self-treat, a family member injected him with glucagon. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reader was sent for further investigation. It has been determined that the root cause ¿connected to the computer¿ message displayed on the reader was due to a faulty dn3 transient suppressor. Improper voltage or current between the port pins of the usb port can cause the microcontroller to inaccurately register that reader is connected to a computer via usb cable. After probing the usb communications chain and performing mix-match testing, it was determined that the dn3 transient suppressor was defective.this also serves as a correction report. (Dob) was incorrectly documented in the initial and follow up #1 as (B)(6)1984.2 has now been updated. (Date returned to mfg) was also incorrectly documented as (B)(6) 2018. It has also been modified.

Event description:
Customer reported that on (B)(6) 2017 at 10:00 am., he was unable to test using his adc freestyle libre reader due to a "connected to pc" message appearing even when his device wasn't connected to a computer. Customer further reported he experienced trembling and "feeling very bad" and stated that because he was unable to self-treat, a family member injected him with glucagon. There was no report of death or permanent impairment associated with this event.